Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that the cause was unknown and recommended device replacement. This pacemaker was subsequently explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.